Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with manual injections with the aid of nursing home staff. The customer stated the alarm did not go off when she was not getting insulin. The insulin pump will not be returned for analysis.